Event description:
It was reported that the patient with this implantable pacemaker experienced syncope during the right ventricular (rv) threshold test as the threshold went down to 0.1v. Reportedly, in-clinic troubleshooting showed the device and the auto-threshold are performing appropriately. Further review was requested to boston scientific technical services (ts). The device remains in service. No additional adverse patient effects.